Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, several ventilator service required error codes as well as a ventilator inoperative error code were found in the device's error log. The system and central processing unit board need to be replaced to resolve the issue. Additionally, the dc cable and connector need to be replaced. No repairs were performed. The unit has been scrapped.